Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis included unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient remained hospitalized and the treatment with the antibiotics was ongoing. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.